Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 12:00:23. During night drain cycle four, the patient's ultrafiltration reading was 1600ml, indicating the home patient (hp) drained 1600ml more than their maximum programmed fill volume of 2400ml. No additional information is available.